Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the user had programmed the heparin titrations incorrectly using the rate instead of dose. The customer reported a feedback on sending the titrations to the pump would prevent the issue from occurring. There was patient involvement however patient harm is unknown.

Event description:
It was reported that the user had programmed the heparin titrations incorrectly using the rate instead of dose. The customer reported a feedback on sending the titrations to the pump would prevent the issue from occurring. There was patient involvement however patient harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.